Event description:
It was reported that the patient had fallen down the stairs a few months prior. Noise and oversensing was observed on the atrial lead after that event. Lead damage in the clavicle area was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.